Event description:
Patient was receiving keytruda and the bd alaris pump infusion set texium low sorb tubing with 0.2 micron filter had a leak and caused most of the medication to not be given to the patient.